Event description:
It was reported that during unpacking of the balance middleweight (bmw) guide wire, the tip of the guide wire was found separated. A second bmw guide wire was used and during the procedure, while being pulled, the guide wire broke and the tip of the guide wire separated. There was no report of intervention and the device was removed from the pt with no adverse pt effect. Though requested, no additional info has been provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. The balance middleweight guide wire part # 1001780s-hc/lot# 0042271 is being filed under a separate MFR#.